Manufacturer narrative:
The agent reported, fracture. Female 81. Complaint has been evaluated and is similar to report number 1644408-2022-01485; 425-97-009, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery due to fracture.